Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the tibial articular surface provisional broke. All pieces were returned.

Manufacturer narrative:
This follow-up report is being filed to relay updated information. The complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional showed the instrument was broken and all pieces were returned. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no new were trends identified. Previous corrective and preventive action investigation into this issue determined that the likely root cause for this type of fracture is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have also been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Additionally, the reported information states that the surgeon was using a mallet to impact the tasp into place. The surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. Investigation results concluded that the reported event was due to misuse due to use of mallet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface provisional broke after surgeon used a mallet to insert. No delay was incurred, and no known adverse event was reported. All pieces were returned.